Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: (B)(6) 2018, never tied, subcutaneous, n/a, 2 passes at the end, yes, (B)(4), exp 07/31/20, additional information was requested: thank you for providing the information. However, it is difficult to understand what information is being provided. Please provide an explanation of the data or the ¿questionnaire¿ if available, which was used to provide the details of each case. Additional information was requested and the following was obtained: after going to retrieve the paperwork and the sutures this morning to finish the case questions, we noticed that the biohazard bag had been discarded and sent out. We no longer have the defective sutures on hand.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was falling apart. It is unknown how the case was completed. It is unknown if there were any adverse consequences to the patient.